Event description:
It was observed that during the device evaluation, the video system center exhibited disconnection in light-emitting diode unit, error code e107 is displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probable cause of 'due to disconnection in led u, error code e107 is displayed' is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.